Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine follow-up appointment, noise was noted on the competitor right atrial (ra) lead and the right ventricular (rv) lead. No inappropriate shocks occurred as a result of the noise. As the patient was a non-responder to cardiac resynchronization therapy, the physician elected to explant all leads and replace with one rv lead. After the leads were explanted, the rv lead noted externalization between the two coils. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection confirmed insulation abrasion through to the rate sense/distal high voltage conductor cable 100-125mm from the tip. As this is an integrated bipolar lead, the distal high voltage conductor is also the rate sense conductor, an insulation breach through to the sensing conductor and a fracture of a sensing conductor coil could result in noise. As a result, the clinical observations were confirmed.